Event description:
According to the report, the allograft was implanted in 2002 as part of a ross procedure. Approximately five years after implant, the patient presented septic. The pulmonary allograft valve was found to have vegetation and endocarditis was diagnosed. The patient was hospitalized and treated with IV antibiotics.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.